Event description:
The product was used during a low anterior rectum resection procedure. Reportedly, the anastomosis was not complete. The surgeon converted to a laparotomy and performed an unintended permanent colostomy. The hospital has reported the pt's in the intensive care unit.